Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and was hospitalized. Interrogation revealed the left ventricular (lv) lead with slow increasing threshold. Reprogramming was performed. The lead remains in use. The patient is enrolled in a clinical study. No further patient complications have been reported as a result of this event.